Manufacturer narrative:
(B)(4). The device has been received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole approximately 7mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple hypotube kinks along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2017. It was reported that the device failed to cross the lesion. A flextome¿ cutting balloon¿ was selected for use. During procedure, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed balloon pinhole.